Event description:
Customer alleged mist coming from the unit. No human reactions. They are still using the system.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. Fse found oil mist was coming from a hole in one of the plastic oil fill plugs. Replaced with new upgraded oil plugs. Replaced vacuum pump oil and mist filter because oil looked dirty and thick. Installed upgraded door handle. Function tested the entire system - all passed. Ran an empty chamber standard cycle - process complete. System meets manufacturer specifications. Conclusion code: other: this issue has been addressed with a customer letter related to the correction and removal.